Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed shortness of breath and was readmitted to another facility on the same day due to this condition. The target nodule was on the right upper lobe, posterior segment and about 1.5 centimeters in size. The intuitive 21g flexision needle and third party compatible forceps were used to biopsy the lesion. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs were performed by an intuitive surgical, inc. (Isi) advanced failure engineer and there were no relevant errors found. This event is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed shortness of breath and was readmitted to the hospital.